Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into pt's eye and the trailing haptic tore off. The surgeon cut the lens to remove it and replaced it with another model lens. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows that a portion of the lens and a haptic is torn off and missing. The other haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.